Manufacturer narrative:
The investigation at manufacturer site is ongoing, results will be reported in a follow-up report.

Event description:
It was reported that the user was alarmed by a monitor and found the patient disconnected from the ventilator, i.e the breathing hose was disconnected from the fisher&paykel humidifier. The user stated that the ventilator did not alarmed. The event happened in 2007, 09:00am. Shortly before this event, a medical procedure on the patient was performed. It was reported that the patient died later, but the hospital stated that this was not caused or contributed by above mentioned event.